Manufacturer narrative:
A visual examination found that the device returned with the cutwire broken and the broken ends discolored/blackened. The distal end of the cutwire measured approximately 9mm and remained securely attached to the anchor notch assembly. When extended, the proximal end of the cutwire measured approximately 10mm. The distal pierce hole appeared discolored and melted (likely due to operational context), while the proximal pierce hole had no visible issues. The outer diameter (od) of the exposed cutwire was measured and met specification. The condition of the returned incident device was consistent with the complaint that the cutwire broke. During manufacturing, tome devices are 100% inspected so the cutwire break likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4): cutting wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure in the papilla on (B)(6) 2012. According to the complainant, after the physician cut the papilla several times, the cutting wire broke. The procedure was completed with this stonetome, as the papilla was already cut. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure in the papilla on (B)(6) 2012. According to the complainant, after the physician cut the papilla several times ,the cutting wire broke. The procedure was completed with this stonetome, as the papilla was already cut. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.